Event description:
Info received indicates the head of the bed can be raised eight inches, but then slowly goes down unintentionally.

Manufacturer narrative:
The technician isolated the issue to dust on the CPR switch. He cleaned the CPR switch to repair the bed.